Event description:
Legal claim alleges that the pt has experienced a bone fracture in her pelvis, extreme and debilitating pain and ongoing illness as a result of the hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.